Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that high thresholds, decreased sensing, and intermittent capture were observed on the patient's right atrial (ra) lead approximately one week after implant. The patient's wife reported that the patient was doing yard work just days following the procedure. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.